Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision is blurry and not much better after surgery. He discussed this with his surgeon and was given a pair of glasses, but the consumer reported he could see better at near without the glasses. He reported a history of glaucoma (pre-existing). The consumer also reported he had an abrasion after surgery and the eye took a little bit longer to heal. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).